Event description:
During a bronchoscopy procedure, about midway through, the dr noticed the tip of the fiber caught on fire. The dr pulled the fiber out and saw that the tip was intact and no problem with the pt. The dr continued the procedure with another fiber and the same event had occurred. The fiber was pulled and the pt was fine. A third fiber was used to complete the procedure and no complications the third time.